Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported complaint could not be determined; however, the reported unexpected medical intervention appears to be related to circumstances of the procedure. Possible factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. Additionally, it should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU), states: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. In this case, it is likely that that a larger balloon size and/or deflation technique contributed to the reported failure to fold (balloon) which subsequently contributed to the resistance met with the guiding catheter during removal; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The nmpa report number is (B)(4). It was reported that the procedure was performed to treat a lesion in the right coronary artery (rca). Following the deployment of an unknown stent, a 4.5x8mm nc trek rx balloon dilatation catheter (bdc) was attempted to be used for post-dilatation; however, the balloon was noted to fail to deflate and fold properly. The bdc was unable to be removed via the introducer sheath, therefore, the balloon was punctured via an additional angiography and the bdc was removed and the procedure was continued. There were no adverse patient sequela nor clinical delay. No additional information was provided.